Event description:
It was reported that prior to an aortogram procedure, using a preclose technique, the perclose proglide sutures were attempted to be deployed in the common femoral artery. A 5f sheath was used. Reportedly, after needle deployment, as the plunger was pulled back to extract the needles and suture, the device "snapped" out of the patient. The device was examined and one part of the foot had broken off. Manual arterial pressure was applied and hemostasis was achieved. The aortogram procedure was postponed and rescheduled for the next day and the patient remained in the hospital overnight. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported foot detachment was confirmed as the posterior foot and needle tip were found to have been broken off and were not returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. The device investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.